Manufacturer narrative:
After further review of the complaint, it was determined the manufacturer narrative was filled out incorrectly in the initial complaint. Please see the updated evaluation summary. The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No rewind anomalies were noted. The insulin pump had cracked case at the display window corners and minor scratched lcd window.

Manufacturer narrative:
Additional information has been received which was not included in the previous report. The information has been provided with this report. The insulin pump passed the volume accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having issues with insulin pump. Customer reported that insulin pump would not rewind when new reservoir was inserted. Customer reported that malfunction caused a hospitalization with diabetic ketoacidosis. Customer was very upset and did not give any hospitalization information. Call was disconnected. Insulin pump would be replaced.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer called to find out the status of the pump that he returned. The customer stated that he was promised a letter of analysis and he has not received it as of yet. The customer then stated that he would be filing a lawsuit. The customer stated that he was getting very short battery life and was sent a replacement battery cap, but that did not solve the problem, and now his blood glucose levels are going high. Advised that the pump is still undergoing testing and an analysis letter will be sent once it's completed.